Manufacturer narrative:
Follow-up #1, date of submission 11/08/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: there was no visible damage to the keypad upon return to animas. The up, contrast, and down buttons were intermittently unresponsive to testing. The ok button responded properly to testing. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.